Event description:
The device system was removed due to infection. The device system was used to deliver baclofen. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Final device analysis of the pump revealed no anomaly found; normal device function. The catheter was not returned.